Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The patient was in surgery for prophylactic replacement of his pump. The replacement of the pump was routine with 4 corners of the pump anchored into the patient's abdominal pocket. After freeing the pump to be replaced from the pocket, the physician aspirated approximately 2cc of clear fluid via the catheter access port with the needle provided in catheter access port kit. The physician and scrub tech aspirated the water from the new pump and did a back table transfer of the medication (compounded baclofen and morphine) from the old pump to the new pump. The physician then connected the new pump to the existing catheter and aspirated clear fluid via the catheter access port to confirm an intact pump connection. The physician then anchored the new pump into the pocket using a non-absorbable suture and began to close the patient's abdominal wound. While closing the superficial aspect of the patients abdominal wound, the anesthesiologist stated that the patient had low blood pressure and o2 saturation and that the physician should close quickly. Shortly after that point, the anesthesiologist called a code; the patient had a cardiac event. The patient was transferred to the hospital¿s emergency room where he died later the same day. The pump was left in the patient in "shelf state" and was never updated/programmed to begin drug delivery. The patient did not have any cardiac history. The cause of the patient¿s death was unknown. The patient¿s death did not appear to be device related and no autopsy had been scheduled per this reporter's knowledge. The cause of the patient¿s death was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.